Event description:
It was reported that during a veterinary osteotomy surgery on a canine, it was observed that the shank was spinning off on the sagittal saw attachment device. There was a five minute delay to the planned surgical procedure. An identical spare device was available to complete the surgery successfully. There was no human patient involvement as the device was used in a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the bearing housing came apart from the coupling pin. Therefore, the reported condition was confirmed. It was further observed that the bearings, the housing, the coupling pin and other internal components were corroded. It was also observed that the seals were worn. The assignable root cause was determined to be due to loctite degradation and wear from normal use and repeated sterilization over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.